Event description:
Event description guidant received info that during pre-implant testing of this implantable cardioverter defibrillator (ICD) the monitoring voltage was normal at 3.24 volts; however, the charge time was long at 16.1 seconds despite multiple manual capacitor reformations. The device was not implanted and was returned to guidant for analysis.